Event description:
Patient was revised to address instability by replacing the 8mm insert with a 13mm insert. During surgery the post on the tibial insert was found to have broken. The surgeon indicated that the patient had developed a hyper extension and that her walking mechanics led to the broken post.

Manufacturer narrative:
Review of the device history records notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure. Examination confirmed that the fatigue fracture was driven by anterior loading that was due, in part, to the reported hyperextension.